Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump alarmed button error and none of the buttons were responding. The battery was changed and the batter persisted. The buttons were not pressed for three minutes or longer. The device was not dropped or bumped. The customer's blood glucose was not provided. The device is not being returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube and a cracked display window.